Event description:
Received report (B)(6) 2014: dr.(B)(6): "I had my first conversation today to pump surgery due to extensive bleeding from tigerpaw." Case involved approximately (B)(6) year old female patient. The surgeon (dr. (B)(6)) experienced tear on superior aspect of left atrium/appendage. As a result patient "crashed and had to go on pump." The tear/bleeding was subsequently resolved. Nothing specific to the device was mentioned. When asked to describe the characteristics of the tissue and appendage: the surgeon stated "that it was more friable (than normal) and very thin." Amount of blood loss was almost 1 liter and case went on pump; crash was result of pressure drop. No transfusion was required. Patient post-op is doing fine. Surgeon closed the leak with a suture.